Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Weight: unknown. Height: unknown. Implant date: (B)(6) 2018 (day unknown). When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "the hydrocephalus valve was explanted."

Manufacturer narrative:
The valve was received dry in a plastic bag (not submerged in liquid). Dried bloody residue was observed, but no significant deformations or damage of the valve were detected during the visual inpection. The permeability test indicated that the valve has a blockage. This a fixed pressure valve. An adjustment test is not applicable. This is a fixed pressure valve. A braking force and brake function test is not applicable. To test the opening pressure, we used a mietheke computer controlled testing apparatus which stimulate a cerebrospinial fluid flow. The valve is tested in both the horizonal as well as the vertical positions. Becauses the valve is not permeable, a computer conntrilled test is not possible. We performed a visual inspection of the gav valve. No deformation or damage of the valves were detected during the visual inspection. Next we tested the permeability of the valve. The valve was shown to have a blockage. Next we would have carried out a computer controlled simulated flow test, however, because the valve is not permeable, a computer controlled test was not possible. Finally, we have dismantled the valve. Inside the valve we have found a slight buildup of substance likely protein. Based on our investigation, we have determined the presense in the valve, likely due to the deposits observed inside the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.